Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There were particles in the image or the image is not clear, which affected the diagnosis and treatment of the disease. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.